Manufacturer narrative:
E1: patient city and country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was quick release (qr). The infusion set was in use for half day. Insertion site was hip. No further information available.